Event description:
On (B)(6) 2015, the reporter contacted animas alleging the meter¿s bolus calculating feature was discrepant from the pump¿s bolus calculating feature. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/06/2014 with the following findings: the complaint could not be duplicated or confirmed with the investigation. A test pump was able to successfully pair to the meter. The meter accurately calculated a bolus.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.